Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failed to open during a medication dispensing. After the witness entered their information, the drawer still failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the drawer. A technical support specialist remoted in and found noting concerning about the drawers. Had customer log back in and customer able to issue the medications. The system functioned as intended after the technical support specialist investigated the issue.